Manufacturer narrative:
A supplemental report will be submitted upon the completion of the investigation.

Event description:
User called into emergency support program (esp) line to request support with leak in iab circuit alarm that was displayed on intra aortic balloon pump during use of patient. The user was unable to resolve the issue so he called esp. The esp personnel tried to reach to the use user but there was no response. No harm or injury reported.